Manufacturer narrative:
B3 date of event -no event date provided; date used is approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected because there was an issue with the pump and fluid refill, also there was a slight fluid loss. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders passed visual inspection. No damage or abnormalities were found. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Pump passed visual inspection. No damage or abnormalities were found. Pump passed leak test. Functional test revealed that pump failed activation tests two and three. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected because there was an issue with the pump and fluid refill, also there was a slight fluid loss. No additional information was reported.